Event description:
The customer reported a precharge voltage error during boot up and the system would not boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries, generator driver filament board and precharge circuit board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.